Event description:
S/p breast cancer. Complications of implants, ruptured left silicone implant left capsular contracture. Right implant intact. Drainage of left old hematoma, removal bilateral implants, bilateral capsulotomies, replacement with 630cc high profile mentor. Saline implants.